Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, the worn out socket slider switch causing intermittent use of high intensity mode, there was debris inside the air pump tubing and air joint, minor scratches and one side chip on front panel and the olympus lamp life meter reading over 500+hours, lamp life expired. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the evis exera iii xenon light source intermittently encountered a b30 error during the middle of a diagnostic colonoscopy procedure. There was a 15 minute delay, however; the patient was not under anesthesia at the time of the delay. The procedure was completed with a similar device. It was reported the facility has three rooms and this room was the only one with the b30 error. The customer power cycled the system and cleaned the contact points on the scope but the issue was persistent. It was reported, it worked with the upper scope but when switched over to the lower scope it did not work. The customer was advised if it happens with multiple scopes and these scopes works fine on other tower then this unit should be sent in for repair. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, e4, h3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.